Manufacturer narrative:
B3, g4 unknown. One device was received for evaluation. Visual inspection found a swollen dso seal. A review of the event history log found error code 46446. Functional testing was able to verify and duplicate the reported problem. It was determined that the defective dso seal was the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is not working. There was unknown patient involvement.